Event description:
It was reported during bph procedure "laser fiber snapped" was noted. The procedure was completed using second fiber. Patient outcome: no patient injury was reported.

Manufacturer narrative:
Visual inspection indicates that the tip is attached to the fiber; the glass cap cannot rotate within metal cap; the fiber tip doesn't exhibit signs of breaks/fractures. During functional analysis, the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Analysis did not identify the reported break along the fiber. The manufacturer has reviewed all the information and determined this event no longer meets the requirement of a reportable event for the device in question.